Event description:
The user facility reported that the device overheated after a procedure. There was no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The reported event was duplicated. Upon disassembly, the technician noted widespread corrosion was observed. Corrosion can occur over time; however, cleaning habits may contribute to corrosion.

Event description:
The user facility reported that the device overheated after a procedure. There was no delay, no medical intervention, and no adverse consequences.